Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va00s9q, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had problems getting her stimulation "just right" and had to get up "ever 2 hours at night" to use the restroom. The patient stated that her implant was "still infected." Troubleshooting could not be done because the pocket site was "too painful." The patient had notified the health care provider about the infection and had an appointment scheduled for (B)(6) 2013. Further information has been requested. If more information is received, a follow up report will be sent.

Event description:
Additional information received reported that a culture was done and there was no infection. The infection location was the right side of the pocket and the implant and lead were removed. The patient was "fine and taking fiber."